Manufacturer narrative:
Follow-up #1: date of submission 03/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings: a review of the black box revealed multiple errors, alarms and warnings (eaw). Eaw128-fb80 alarms were revealed in the black box on 12/30/2014 and 12/31/2014. During evaluation, the pump was powered on with the returned battery cap. The battery cap threads were found to be damaged and the battery cap was unable to secure tightly the pump. The battery compartment threads were also found to be damaged. The battery compartment was observed to be cracked in the thread area and below the grip pad. There was no evidence of moisture and contamination found inside the battery compartment. The current draws within specifications. A leak test revealed a leak at the battery compartment crack. The pump case was removed and there was no evidence of moisture or loose components found inside the pump. There was no evidence of intermittent contact issues found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.